Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the sensor was removed the day after it had been inserted and she noticed a skin reaction on one side of the patch location, with a red irritated rash and blister. She spoke with her doctor¿s office regarding the blister on (B)(6) 2020. They advised her to come into the office where a nurse practitioner lanced the blister and applied antibiotic cream. At the time of the report the site was fully healed. No data or product was provided for investigation; however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.